Event description:
It was reported that the atrial lead exhibited a steady rise in threshold s since implant. The lead was explanted and replaced during routine device change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.